Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Black material was observed on the shell surface. Mentor product analysis lab discovered a particle measuring approximately 0.3 mm on the device. No other anomalies were discovered. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing (B)(4).

Manufacturer narrative:
On 03/27/2019, mentor completed further investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Black material was observed on the shell surface. Mentor product analysis lab discovered a particle measuring approximately 0.3 mm on the device. No other anomalies were discovered. Complaint was confirmed. The black particle found on the device was sent for ftir identification testing. Ftir results revealed that the foreign material is primarily composed of polyurethane base material. However, the source of origin remains unknown. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a surgeon was about to use a mentor smooth round moderate plus profile 350cc saline breast prosthesis for an unknown procedure when he noticed a black speck on the device. The surgeon did not use the device after noticing the black speck. The device did not come into contact with a patient and there was no patient consequence.